Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00985. It was reported the patient presented to the emergency room (ER) because the midline incision opened and the leads were exposed. The patient's system was subsequently explanted.